Event description:
The customer reported that the system shut down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. Before the service representative arrived, the customer had reset the circuit breaker.